Event description:
It was reported via repair work order that the auxiliary power cord ground prong was missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.